Event description:
The suspect device was received into product analysis for testing. Testing has not been completed to date. No other relevant information has been received to date.

Event description:
Product analysis completed testing on the returned device. There were no issues found with the returned generator. The likely cause of the high impedance is related to the lead as the generator performed as expected per product analysis. X-rays were not taken and there was no reported trauma to the site. The event will be updated to lead as the suspect device. No other relevant information has been received to date.

Event description:
It was reported that shortly after the device was placed high impedance was observed. The generator was collected to be returned for product analysis, but has not been received to date. Device history records were reviewed. The device passed all functional specifications and quality tests and were sterilized prior to distribution. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.